Event description:
Boston scientific crm received information that during a normal replacement procedure, this right ventricular defibrillation lead had lead measurements above 3000 ohms and then decreased to 250 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The is-1 portion was capped and a new pace/sense lead was successfully implanted. The defibrillation lead still remains implanted and in service for high energy shock delivery only. No additional information is available. If any additional information does become available, this report will be updated.